Manufacturer narrative:
(B)(4). The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported bent delivery catheter shaft was confirmed via returned product analysis. The reported difficulty positioning the clip over the mitral valve due to the delivery catheter shaft bend could not be replicated in a testing environment as it was based on procedural conditions. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. The actuator mandrel was returned bent and scratched. Although the reported difficult to position over the mitral valve could not be replicated in a testing environment, the bend in the mandrel, and thus the dc shaft, likely resulted in the difficulty positioning the clip over the mitral valve. Regarding the scratches on the coupler, since there was no report of any damage for difficulties observed with the clip during device preparation or during the procedure, it is possible that the noted scratches on the coupler were a result of the conditions the device was subjected to during the procedure. This damage appears to be related to procedural conditions and is unrelated to the reported event. Potential causes for delivery catheter shaft bends resulting in difficulty positioning the cds can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, delivery catheter shaft bends may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Returned device analysis confirmed that the delivery catheter shaft was bent, which resulted in the out-of-specification condition during the straightness verification test. The most probable cause for this out-of-specification condition is likely due to the bend in the actuator mandrel. It is possible that there may have been some procedural interactions (e.g. Due to patient anatomy such as tortuosity of the vessel or unintended curves on the device) which resulted in additional force placed on the device, resulting in the actuator mandrel to become bent; however, this cannot be determined. Based on the information reviewed, the reported bent delivery catheter shaft appears to be related to the observed bend in the actuator mandrel; however, a cause for the bent actuator mandrel cannot be confirmed. There does not appear to be any evidence of a quality deficiency associated with this device.

Event description:
This is being filed as the clip delivery system (cds) was advanced into the left ventricle it moved unexpectedly in the medial direction. Although there was no adverse patient effect, if this were to recur, unexpected device movement in the left ventricle has the potential to cause or contribute to patient injury. It was reported that the mitraclip cds was prepared for use as per the instructions for use. The cds was introduced into the left atrium and the cds steering m knob had been applied. When checking the pathway of the device, it was noted to be diving medially. The m knob was turned back to neutral, but the device still would dive medially. The diving continued as the clip was advanced into the left ventricle. The cds was retracted from the anatomy and another cds was used. There was no adverse patient effect. The procedure was completed reducing the mitral regurgitation grade from 4 to 2. No additional information was provided.